Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic left lung excision of lower left lung nodule and lymph node dissection - "they were at a point in the case, with all robot arms stationery, when the camera needed to be repositioned. The nurse pulled the camera back and the video screen flashed. As the camera was pushed back into place the team saw the distal tip of the cannula was aged. One shard was hanging and able to be retrieved through the assistant port. The larger piece was dislodged and fell into the patient where it was eventually found and retrieved without compromising the patient. The staff doesn't remember any clashing of instruments. There were no abnormal uses of the trocar before or during the case. The trocar came from a medline heart pack." Type of intervention: "diagnostic laparoscopy to find the foreign body." Patient status: "good."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the returned cannula was fractured at the tip. The fractured piece was also returned for investigation. Engineering measured the wall thickness of the cannula's tip and it was found to be within the required specifications. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Although the exact root cause of this event could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to manufacturing. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.